Event description:
The patient's caregiver reported the patient developed itching less than 24 hours after the skin barrier was applied. The patient used a different wafer and the redness and discomfort were gone within 48 hours. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.